Event description:
It was reported that the patient experienced an arrhythmia, and received multiple shocks, which were unable to convert the arrhythmia. The patient was treated medically, and the arrhythmia was converted successfully. Further review of the lead function indicated oversensing and noise. It was thought that the arrhythmia was so wide that it was double or triple counted, leading to the oversensing. Defibrillation testing was performed on the lead, an no issues were noted during testing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 3 - ventricular nst<=210 ms on (B)(4) 2012 in the timeframe between 12:14:46 and 12:14:51. 1 - vf=200 ms average v-cycle on (B)(4) 2012 12:10:17.